Event description:
It was reported that the patient presented at the emergency room (ER) because she felt she received a shock from her implantable cardioverter defibrillator (ICD). This device was interrogated, and the ICD was found to be in safety mode. The patient did receive additional shocks while waiting on the explant procedure due to the magnet was removed during the patient's hospital stay. The device has been scheduled for explant and will be returned for analysis. There is no additional information at this time on the explant procedure. At this time, the device remains in service. Received additional information the device was explanted and replaced. The device will return for analysis. The procedure was completed successfully. Outside of the revision, there were no adverse patient effects reported. Product returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that both brady and tachy therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental.

Event description:
It was reported that the patient presented at the emergency room (ER) because she felt she received a shock from her implantable cardioverter defibrillator (ICD). This device was interrogated, and the ICD was found to be in safety mode. The patient did receive additional shocks while waiting on the explant procedure due to the magnet was removed during the patient's hospital stay. The device has been scheduled for explant and will be returned for analysis. There is no additional information at this time on the explant procedure. At this time, the device remains in service. Received additional information the device was explanted and replaced. The device will return for analysis. The procedure was completed successfully. Outside of the revision, there were no adverse patient effects reported.